Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1007 "machine and proximal pressure sensors failed" error occurred. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The device was sent to bench repair. Investigation is ongoing

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that a 1007 "machine and proximal pressure sensors failed" error occurred. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that a 1007 "machine and proximal pressure sensors failed" error occurred. A service quote for bench repair was sent to the customer for approval, and the customer accepted. The device was sent to bench repair. At bench, the authorized service provider (asp) replaced the central processing unit (cpu) printed circuit board assembly (pcba), after which the issue was resolved. All test and verification procedures necessary to certify the return of the device to working conditions were carried out satisfactorily. The device was restored to factory settings and returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.